Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 7/08/2016 with the following findings: during testing, the battery compartment was observed to be cracked and the display screen was observed to be dim and discolored. Unrelated to these issues, it was observed that the u-groove of the pump was damaged and a test clip was not able to securely attach to the pump. Another unrelated issue was a crack on the side of the pump which ran from the keypad to the case seal where the battery compartment and the keypad meet. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 7/08/2016.